Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching. (B)(4).

Event description:
It was reported that during implant attempt, the lead appeared to be damaged or defective as the lead had bad sensing and impedance. The lead was not used and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.